Event description:
It was reported patient had a micl 13.6 mm implantable collamer lens implanted in the patient's right eye on (B)(6) 2012. As part of the post market study, the patient reported experiencing having lost acuity in his near vision after the surgery and have difficulty focusing without the use of contacts or glasses to balance his eyesight. Also being told by his optometrist that she can see the beginnings of cataracts. The physician's office was contacted for further information. The patient's last visit was on (B)(6) 2014. The patient is now hyperopic. Stated adverse event is related to the device. Prognosis is good. Visual acuity post-treatment bcdva 20/20. The lens remains implanted.

Manufacturer narrative:
(B)(4). Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Icl remains implanted.